Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g3, g6, h2, h6 (health effect clinical, device code). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 1 year, 4 days due to endocarditis, severe regurgitation with pvl. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, patient is s/p avr, now with evidence of endocarditis, tee showed severe aortic regurgitation and pvl. He was previously treated with antibiotics. The patient underwent redo avr, intraoperatively there was evidence of severe adhesion likely from previous infection, cultures were sent. The previous graft showed no evidence of infection, so surgeon elected to leave in placed. There was no evidence of destruction of the valve from the previous infective endocarditis. The valve was removed; root was debrided with no abscess or active infection. A 25mm 11500 valve was seated in placed with pledgeted sutures and secured with cor-knots. Post tee showed normal valve function with no evidence of leak. The patient was taken to ICU in stable condition and discharged on pod #15. Product eval: x-ray demonstrated commissure 1 bent inward and cocr band remained intact. Minimal host tissue overgrowth encroached onto the tissue. As received, mechanical damage marks were observed on the free margin of leaflets 1 and leaflet 3. Damages appeared serrated and did not penetrate leaflets.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 1 year, 4 days due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.